Event description:
(B)(6). It was reported that post a coronary stenting treatment procedure instent restenosis occurred. In (B)(6) 2011, the patient presented due to unstable stable angina and was referred for cardiac catheterization. The 80% stenosed and 15 mm long de novo target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 3.8 mm. The target lesion was treated with direct stent placement using a 3.50 mm x 16 mm ion stent, resulting in 0% residual stenosis. Two days later the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012 the patient presented due to exertional chest pain and was hospitalized on the same day. 70% focal re-stenosis of the previously placed study stent located in the mid left anterior descending artery was noted and was treated with placement of unknown manufacturer's drug eluting stent, resulting in 0% residual stenosis. The following day the event was considered resolved without residual effects and the patient was discharged on same day.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).